Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that infusion set was damaged when she opened it and the tubing got detached completely from the infusion set. No further information available.